Event description:
It was reported that a power on reset occurred. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical ram parity error power on reset on (B)(6) 2011 in location "0d 7a". The device should be able to recover from the event and continue normal function. There is no evidence of radiation therapy concurrent with event.